Manufacturer narrative:
Citation: pragt h et al. Mechanical valves in the pulmonary position: an international retrospective analysis. J thorac cardiovasc surg. 2017 oct; 154 (4): 1371-1378. Doi: 10.1016/j.jtcvs.2017.04.072. Epub 2017 may 20. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the medium to long-term results of mechanical pulmonary valve replacement. All data were collected retrospectively from 7 centers between 1965 and 2014. The study population included 364 patients (predominantly male; mean age 27 years), 16 of which were implanted with a medtronic ats mechanical valve. No serial numbers were provided. Among all patients, 31 deaths occurred. The causes of death included: operative (7), cardiac (15), and unknown (9). Of the cardiac deaths, none were valve-related. Multiple manufacturers were noted in the literature; based on the available information, medtronic product did not cause or contribute to these deaths. Among all patients, adverse events included: reoperation (prosthetic valve was replaced), valve thrombosis, and decreased left ventricular ejection fraction. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between medtronic product and the observed adverse events. No additional adverse patient effects or product performance issues were reported.